Manufacturer narrative:
H6 : code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient recharged their implantable neurostimulator (ins) last night when it keeps looking for device. They removed the li (lithium) battery pack and then it split apart. Agent sent a request to repair to replace the li battery pack. Patient called back in stating they received the li battery pack. They used the battery pack as soon they got it and but the screen turned white and they got a message replace the controller battery soon. Patient also mentioned their ins would stopped and and it will returning back. Patient stated they felt the stimulation but suddenly not and it will go back. During the call patient took the li battery pack and plugged in the ac power supply. The patient confirmed there was a green light on the ac power supply. They connected the controller and it did turned on. Patient put the li battery pack and there was a green flashing lights. Patient recharge their ins and after a couple of minutes received the same message. Agent walked the patient through on how to see the adaptive stim but patient couldn't see the adaptive stim option. Agent redirected the patient to their healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.